Event description:
It was initially reported that the pt had a generator replacement due to end of service. The generator was returned to the MFR for eval. Generator end of service was not confirmed based on the measured battery voltage in product analysis, but the eri flag was tripped. During testing, a capacitor (c6) was found to be leaking, which was found to have resulted in an increased current consumption for the device, potentially contributing to a premature end of life condition. The generator met spec following the replacement of the problem capacitor. Device mfg records were reviewed and all tests were completed and specs were met prior to shipment.